Event description:
It was reported that the lead had sensing difficulties and unipolar sensing was not tolerated well. The lead was capped and replaced. There were no reported patient complications as a result of this event. It was reported that the lead had decreased impedance to low measurements and sensing difficulties. Unipolar sensing was not tolerated well by the patient. The lead was capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.